Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient reported receiving high voltage therapy. The patient presented to the hospital and upon review, the implantable cardioverter defibrillator exhibited backup vvi operation. The device was successfully restored. The patient was stable throughout.